Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation never helped with their pain. The patient stated that they tried to do all types of programming, but that didn¿t help. The patient noted that their implantable neurostimulator (ins) was protruding through their back. They stated that they had their implant removed about 1.5 months ago due to these issues. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.